Event description:
User was running a blood gas test. The analyzer allows you to enter the patient's temperature and uses the temperature to give a temperature corrected result along with teh uncorrected result. If no temperature is entered, the default is 37c. The user did not enter a tempearture but when the results printed, there was both a uncorrected (37c) result and a corrected result to a patient temperature of 0c. The user did not enter any patient temperature so it should have only reported the uncorrected, 37c result. Also the analyzer only allows the user to enter patient temperatures between 15-45c, so if they had tried to enter a temperature of 0c, they would have received an error message. The user did not report either result and had a back up analyzer to use. When the analyzer came in for investigation, we could not reproduce the error. There were also missing test records. Test numbers are logged sequentially. The erroneous result was test 9367 and test 9365 was missing as if the test never happened. There were eqc tests missing for that day ((B)(6) 2016).